Event description:
It was reported that an ilet user experienced a pairing failure between the ilet pump and a freestyle libre 3 plus sensor, with the pump displaying ¿pairing with sensor¿ until the sensor was rescanned in the ilet mobile app, after which the sensor warmup appeared and pairing proceeded. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, associated with the device¿s electrical and magnetic components and specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.